Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The catheter shaft was inspected for any defects and none were found. The balloon was inspected and was found to be burst/ruptured in the mid-section. Both proximal and distal balloon bonds were examined and found to meet the required bond length specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified abdominal aorta. A 33/7/2/65 equalizer occlusion balloon catheter was advanced to the lesion however, when inflation was attempted using a syringe, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified abdominal aorta. A 33/7/2/65 equalizer occlusion balloon catheter was advanced to the lesion however, when inflation was attempted using a syringe, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.